Event description:
Customer reported issues with the keypad of the insulin pump. Customer states that they were trying to give bolus and then noticed the buttons not working. The insulin pump will be replaced. The blood glucose reading is 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.